Manufacturer narrative:
No service was requested by the hospital facility and no parts were replaced on the ventilator. The ventilator logs were downloaded for evaluation. The logs indicate alarms for leakage in the patient breathing circuit or a disconnect situation; expiratory minute volume low, respiratory rate high, pressure delivery restricted and peep low. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event.there are no indications of ventilator malfunction during the ventilation period. The root cause of the alarms has not been conclusively determined but they were most probably due to leakage in the patient breathing circuit. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) d1 - brand name - previous brand name: servo-u, corrected brand name: base unit servo-u. D4 - version or model # - previous version or model #: servo-u, corrected version or model #: 6694800.d4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#:(B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated alarms indicating insufficient ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).